Event description:
It was reported that left ventricular (lv) lead dislodgement was confirmed with x-ray. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A partial lead was returned in one piece for analysis. Visual examination found damage consistent with procedure.